Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The device was removed in one piece, and the procedure was completed with another balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, us 2.00mm x 12mm delivery system was returned to the complaint investigation site. A visual and tactile examination of the hypotube shaft identified a break at 51cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of balloon cones noted with no issues. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of damage. No other device issues were identified during returned product analysis. B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The device was removed in one piece, and the procedure was completed with another balloon. No patient complications were reported.